Manufacturer narrative:
(B)(4): pt is being monitored but no other details have been provided. (B)(4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warning and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt had very short renals to bifurcation, measuring 70mm. The physician decided to use a renu device in the native vessel with a fem-fem. Evar was conducted from the left primary, added leg extension on left and another MFR's occluder plugs on the left, final angio revealed a type 1a proximal leak. Physician reballooned, still revealed a leak, then he ballooned with a 20mm balloon and insufflator and created what appeared to be a type 3 tear in the fabric. Physician opted to reline the graft with another renu, using a renu converter. Reballooned. Final run revealed a blush again but it was decided the blush may be a type 2 leak from a pt ima. Physician said he would bring pt back in 30 days to rescan and they proceeded with the fem-fem.